Event description:
On (B)(6) 2025, a patient was prepped for a dialysis catheter placement procedure using equistream split tip. It was reported that, during surgical preparation, the catheter was allegedly found blood leaking. Reportedly, catheter was allegedly found to have micro perforational pinholes in the catheter and immediately replaced with a new one. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for reported catheter leak and pinhole issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for a dialysis catheter placement procedure using equistream split tip. It was reported that, during surgical preparation, the catheter was allegedly found blood leaking. Reportedly, cracking and breakage were found under the catheter clip. Furthermore, the catheter was allegedly found to have microperforational pinholes in the catheter and immediately replaced with a new one. There was no patient contact.